Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complications are inherent risks to this type of procedure. While there is no evidence to suggest that the nykanen rf wire kit used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure. Device not returned to manufacturer.

Event description:
The nykanen radiofrequency (rf) wire kit was used for balloon dilation of the pulmonary valve in a patient with pulmonary atresia. Tissue puncture was achieved with one rf energy delivery. Following puncture, a guide wire was advanced into the pulmonary artery. At this time, inadvertent puncture occurred and pericardial effusion was confirmed. The effusion was monitored on echocardiography and was not observed to progress. The guide wire was reintroduced into the pulmonary artery and percutaneous transluminal balloon valvuloplasty was continued. The rest of the procedure was successfully completed. No surgical intervention was required. The patient is reported to have recovered as of (B)(6) 2016. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure.